Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. A complete set of device logs was received, however the trends logs was not covering the reported event. An evaluation of the device logs shows that a successful system checkout was performed prior to the event. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. During the case, which was started in pressure control ventilation and then changed to volume control ventilation, high fico2 alarms were triggered multiple times, accompanied by high etco2 and other clinical alarms. The tidal volume were temporarily increased, but then decreased again. Respiratory rate was increased from 30 to 35 bpm. A pulmonary recruitment maneuver was performed. Several alarms for fico2 and etco2 high as well as alarms for excessive leakage were generated until the case was ended. Our conclusion, based on the evaluation of the received device logs, is that there is no indication that suggests a malfunction of the anesthesia system. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that there was an increase in measured fico2 and etco2 during surgery. There was no patient harm. Manufacturer's reference number: (B)(4).